Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ unknown nexgen tibia; unknown nexgen femur.

Event description:
It was reported that the patient underwent a right knee revision procedure due to pain. The articular surface was removed and replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient who underwent a knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.